Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles or degradation inside the blower kit. Additionally, the service technician found dust contamination and displayed error code e062 stuck ramp key), e063 (stuck knob key), e065 (stuck encoder a) and e066 (stuck encoder b). The device was scrapped by the service center after the evaluation was completed.